Manufacturer narrative:
Internal insulation abrasion was noted at 11.8 -12.8 cm from the distal tip. The insulation abrasion breached the re/rv cable lumen with an abrasion noted to one of the etfe cable coatings. External insulation abrasion caused by friction to another device or feature of the heart was noted at 36.9 - 37.1 cm from the distal tip. The insulation abrasion breached the re/rv cable lumen with no damage noted to the etfe cable coating. The reported events of multiple inappropriate shocks and noise were isolated to the exposure of the conductor cable found in the abrasion zone.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate shocks. The physician stated that there were multiple noise oversensing episodes on the right ventricular (rv) lead. Lead fracture or insulation breach was suspected. The lead was explanted and replaced. Externalized conductors due to insulation break and partial break in the rv sensing conductors were noted after the lead was explanted. The patient was discharged home.